Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2018, a follow up CT scan showed a type 3a endoleak with sac growth. On (B)(6) 2018, the physician elected to reline the original devices with another bifurcated stent and suprarenal extension to resolve this event. The patient was reported as doing well and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was to find substantial evidence to support the following events of type 3a endoleak with complete component separation and secondary endovascular procedure. The most likely cause of the type 3a endoleak with complete component separation could not be ascertained due to the lack of medical imaging surrounding the event. The patient was discharged home on the first post-operative day on anticoagulation therapy. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.